Event description:
A nurse called to report that the customer was hospitalized two weeks ago. It was stated that the pump was stopping overnight and the customer keeps waking up vomiting in dka. Troubleshooting was performed. The settings and the bolus history on the pump were fine. The alarm history was reviewed and found low reservoir and occasionally empty reservoir alarms. The contact thinks that the customer was disconnected from the pump when bolusing. Also the nurse indicated that it is a user issue and not a pump issue.